Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The dexcom g6 sensor user guide states: ¿taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may affect the g6 readings and make them look higher than they really are.¿

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was low, and the meter bg reading ranged from 360-361 mg/dl. A correction bolus was delivered via the pump to address bg. Reportedly, the customer took over 1,000 mg of acetaminophen/paracetamol prior to the reported issue. Customer was informed that this dose of acetaminophen/paracetamol may cause the system to display false values. Customer acknowledged the pump was functioning as intended.